Event description:
It was reported that two treprostinil cassettes did not work and pump alarmed no disposable at the time the cassette was attached to start infusion. No patient injury was reported.

Manufacturer narrative:
Corrected data: h3: correction: report source: other / mw5108072. H5: correction: labeled for single use: yes.